Event description:
It was reported that this implantable pacemaker was suspected of exhibiting premature battery depletion. Additionally, it was noted that the patient had a recent syncopal episode. Recently, this pacemaker was explanted and replaced to resolve the event. No additional adverse patient effects were reported. This device has been received for analysis and is pending the investigation conclusion. Once the analysis is completed, this record will be updated with results.

Event description:
It was reported that this implantable pacemaker was suspected of exhibiting premature battery depletion. Additionally, it was noted that the patient had a recent syncopal episode. Recently, this pacemaker was explanted and replaced to resolve the event. No additional adverse patient effects were reported. This device has been received for analysis and is pending the investigation conclusion. Once the analysis is completed, this record will be updated with results.

Manufacturer narrative:
This report is being sent to correct d6b.

Manufacturer narrative:
This report is being sent to correct information provided in h11 (additional MFR narrative). Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high impedance within the battery. The high battery impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior. Additionally, a high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this implantable pacemaker was suspected of exhibiting premature battery depletion. Additionally, it was noted that the patient had a recent syncopal episode. Recently, this pacemaker was explanted and replaced to resolve the event. No additional adverse patient effects were reported. This device has been received for analysis.

Manufacturer narrative:
This report is being sent to correct d6b. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this implantable pacemaker was suspected of exhibiting premature battery depletion. Additionally, it was noted that the patient had a recent syncopal episode. Recently, this pacemaker was explanted and replaced to resolve the event. No additional adverse patient effects were reported. This device has been received for analysis.

Event description:
It was reported that this implantable pacemaker was suspected of exhibiting premature battery depletion. Additionally, it was noted that the patient had a recent syncopal episode, but the specific details regarding the cause of the syncope were not provided. Recently, this pacemaker was explanted and replaced to resolve the event. No additional adverse patient effects were reported. This device has been received for analysis and is pending the investigation conclusion. Once the analysis is completed, this record will be updated with results.